Manufacturer narrative:
See medwatch 2032227-2014-64564 for information on the reservoir. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a no delivery alarm from his insulin pump. The customer stated that the unomedical insulin infusion set was clogged, and that changing the infusion set resolved the no delivery alarm. The customer's blood glucose level was 250 mg/dl. The customer also stated that he could smell insulin, but did not find a leak. The customer further stated he received two lost sensor alerts, but changing the sensor resolved the issue. The product is not being returned. Nothing further was reported.